Event description:
After releasing the spring at the moment that the needle is on the place of the area that has to be punctured, the needle is not cutting well. Totally no material is available then, so of course no good biopsy. A total of three attempts were made before the core sample was obtained.